Manufacturer narrative:
Complaint history review; risk assessment; the bent spring bar was noticed after placement of the screws and locking of the spring bar. It was confirmed that some holes were prepared with the variable drill guide and the patient had good bone quality free of disease. Conclusion: the likely root cause is the application of cantilever forces on the drill guide during removal of the drill guide.

Event description:
It was reported that; doctor said that while locking center locking mechanism the spring bar popped up and out of its track. He reassured me and then had me look that the screw was indeed below the spring bar

Event description:
It was reported that; doctor said that while locking center locking mechanism the spring bar popped up and out of its track. He reassured me and then had me look that the screw was indeed below the spring bar